Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. Product directions for use informs users to "insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant." This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the screw broke during insertion; approximately 8mm remains in patient. Surgeon inserted another screw on top of it, but that screw came out with the driver. The surgeon then fit some of the patient's harvested bone on top of the screw and tapped it in. Acl femoral socket,